Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose at time of incident was 124 mg/dl. Customer stated that the reservoir was discarded. Customer the leak was on the reservoir compartment. Customer found that there are no o-rings. Customer was advised to return the reservoir for analysis and we will send a replacement. Customer was assisted with changing out the set and infusion set.